Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose level. The customer¿s blood glucose level was 400 mg/dl and the other day it was 40 mg/dl. Customer was treated with a granola bar and a soda for low blood glucose level and for high blood glucose level was treated with insulin pump. Customer declined troubleshooting. It was unknown whether the customer was using the auto mode feature. The device will not be returned for analysis.